Event description:
Nellcor puritan bennett received a call from representative of user facility on 06/16/99. User facility called to report the following problem: user's family states unit was delivering very low pressures and no alarms ever sounded. Dealer unable to find any problems with the unit.